Manufacturer narrative:
Upon receipt, the lead was found cut. Only the medial segment of approx. 31 cm length was returned for analysis. It is reasonable to assume that the lead was cut during the explantation procedure as mentioned in the complaint description. The analysis of the returned fragment demonstrated a rubbed through insulation approx. 30 cm distal to the proximal end of the fragment. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Further damages such as cuts in the insulation and deformations of the vcs shock coil resulted most likely from the surgery. The analysis of the available lead fragment did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - lead impedance as well as pacing threshold had started increasing sometime in 2012. Due to battery depletion of implanted ICD, the lead was also removed from the patient. Although the lead was dissected during the removal, the physician requested us to analyze the lead to find root cause of the observed event. Only 30 cm lead segment was returned for analysis. There were no adverse patient side effects reported.